Manufacturer narrative:
The lead was surgically abandoned and replaced.

Event description:
Boston scientific received information from the patient that the entire system was explanted and replaced with a non boston scientific system. The patient told medical records that the reason was due to one of the leads being broken. Which lead was broken was not ascertained and both leads were surgically abandoned.